Manufacturer narrative:
Additional yag iridotomy, iop elevation from baseline, iris pigment dispersion, loss of bcva, secondary surgical intervention to remove/replace/reposition the lens and significant glare and/or halos (under night driving conditions) are identified in the labeling as known as potential adverse events following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced permanent loss of bcva, elevated iop, angle closure, pigment dispersion and glares/haloes. On a seperate day the lens was repositioned. That did not resolve the problem. On another day the lens was explanted. Cause of the event was reported as unknown.